Event description:
Litigation papers allege the patient suffered symptoms including but not limited to pain, swelling, inflammation, infection, damage to surrounding bone and tissue, and a lack of mobility. (B)(6) 2012 - patient fact sheet was received, which provided part/lot information. Updated unknown hip to stem, sleeve, cup, and head. Additionally, they show that this is patients right side. Medwatches have been updated.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.(B)(4).

Event description:
Update 2/19/16 medical records received. Medical records reviewed for MDR reportability. Primary surgical note was dated (B)(6) 2009 and was for the right hip. Revision surgical note reported metallosis, cup with gross motion and no bony ingrowth, metal debris and cystic changes to acetabulum. There was no mention of infection within the medical records reviewed at this time. The complaint was updated on: mar 4, 2016.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reported infections against the provided product and lot code combinations. The investigation can draw no conclusions with the information provided. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard evaluation). Further analysis regarding the asr product family will be documented, as determined pertinent, in wwcapa (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.